Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they used the device almost continuously for as long as the battery lasted. They really did not see that it helped at all when the battery died. They did not replace it. Additional information was received from a patient (pt). It was reported that they never saw any benefit. The battery went dead and there was no reason to fix it. No actions were taken/will be taken. The issue is not resolved and they may remove the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from MRI caller regarding an implantable neurostimulator. The reason for the call was the caller stated that the patient was at the clinic for an MRI, but they were not able to connect to the implant with the patient programmer. Caller stated the patient quit getting therapy 7-8 years ago, somewhere between 2017 and 2019. Caller mentioned that they put new batteries in the programmer, but that did not resolve the issue. Ins is superficial. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider for MRI considerations. A patient rep also called as the initial caller, but handed the phone to the patient after providing their name and birth date. The reason for the call was the patient wanted to gather information regarding their implanted devices so they could get an MRI. Patient stated their ins battery had died about 10 years, after lasting for maybe 4-5 years. The patient was redirected to their healthcare provider to further address the issue. Patient reviewed implant data and provided MRI stim tech phone number for patient to give to their hcp/MRI technicians if they had further questions about safety/labeling. Patient mentioned their current hcp was going to retire soon. Agent redirected the patient to prs at the end of the call so they could fax the patient's information to the hospital and request an ID card for the future.